Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: b3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient (pt) who was using an external neurostimulator (ens) for unknown indications for use. Their trial start date was unknown. It was reported that they had already had their trial but it had been taken out since and were waiting on getting the permanent implant. Pt stated during the trial, they were pooping less. Patient stated they were able to get at least 50% reduction in bladder symptoms and it helped quite a bit with urgency and frequency. Patient also stated they still had some stress and attendance issues but it helped a lot. Patient mentioned they didn't think the device was perfectly placed because they only had one lead and the patient didn't get the toe curl when they were implanting it. Pt stated they told them they could only get one good wire in. Troubleshooting was not required. Pt services reviewed info regarding adverse events, activities, diathermy, bluetooth technology, and costs. The patient was redirected to their healthcare provider to further address medical questions.  Pt services also provided pt with caps number to speak to ambassador.